Event description:
Medtronic received a report that a pipeline flex with shield technology stent encountered resistance in a phenom 27 microcatheter, failed to open, and then prematurely opened. The patient was undergoing surgery for treatment of an unruptured, saccular, posterior communicating (pcom) aneurysm with a max diameter of 14 mm and an 8 mm neck diameter. The landing zone arterial diameter was 4.2 mm distally and 4.95 mm proximally. It was noted the patient's vessel tortuosity was moderate. Pcom access vessel diameter was 4.95 mm. It was unknown if dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as fd was not distally opened. Case was performed at mid night in emergency. The distal end of the flow diverter (fd) was not opening properly in the terminal end of the internal carotid artery (ica) which led to multiple attempts of resheathing and again deployment of the device. Instead of (despite) multiple attempts the device was not opening properly and got detached suddenly. Stent remained implanted. Additionally, the fd was not going smoothly through the phenom 27 microcatheter. It was showing resistance in the middle of the catheter. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label).

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID: fg15150-0630-1s (lot: 231288563). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.